Event description:
Subject had undergone an aneurx stent graft for endovascular exclusion of a 5.3-5.5cm abdominal aortic aneurysm in 2000. A persisting endoleak with retrograde filling of the aneurysm sac. Two interventions to exclude endoleak with coil embolization in 2000. On 3/22/01 it was noted pt had a pulsatile abdominal mass and CT scan noted a persisting endoleak. The diameter of the aneurysm was stable but the length has gone from about 84 mm in march and june of 2000 to 90mm in march of 2001. The aneurysm was not adequately excluded. Option given to subject, opted for explant. It was noted when the aneurysm sac near the neck was exposed and an area anteriorly in the body of the graft that appeared to have some relatively fresh purple thrombus around it. This was carefully removed and it appeared that there was a leak through the fabric of the graft in the body of the graft, adjacent to the upper portion of one of the stents. It appeared that the stent was pushing on the graft at that location and this is where the blood was coming from. An adjacent stent had a disrupted suture where the stent was attached to the graft but this was not bleeding.